Event description:
Event description boston scientific crm received information that the patient with this implantable cardiac resynchronization therapy defibrillator (crt-d) received two shocks. The patient was evaluated following the shocks, and device interrogation demonstrated a red warning screen that the device had reverted to safety mode, whereby single zone shock and vvi pacing (non-programmable) were available. A boston scientific crm technical services (ts) consultant discussed that the device may have delivered a shock into a shorted lead, and recommended explant. During the invasive procedure, insulation damage was observed on the atrial lead. The lead and the device were both explanted. To date, there have been no reported patient symptoms associated with this clinical observation.